Manufacturer narrative:
H2: additional information ¿h6: health effect - impact code¿ h3, h6: given the nature of the alleged incident, the device could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation revealed that the electronically copied x-ray images dated (B)(6) 2025 (reportedly 7 months post-op) appear to show radiolucency around the stem and under the anterior and posterior baseplate, particularly anteriorly on lateral view compared to the (B)(6) 2024 images (reportedly 3-week post-implantation). Although radiolucency with fibrous adherence is a known occurrence within the first year following porous component implantation, a definitive clinical root cause of the reported tibial baseplate radiolucency cannot be concluded. The surgeon reported negative findings for infection per aspirate. However, given the limited information provided, patient comorbidities (unknown), post-op activity, implant and implantation technique could not be ruled out as potential contributing factors to the event. A review of the instructions for use documents for knee systems revealed that postoperative patient care and directions and warnings to patients by physicians are extremely important. Protected weight bearing with external support is recommended for a period of time to allow healing. Normal daily activity may be resumed at the physician¿s direction. Also, warnings and precautions states that the patient should be warned of surgical risks and made aware of possible adverse effects. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery performed on an unspecified date, a 54-years-old patient had a 7 month post operative x ray and some radiolucencies were noticed around the conceloc baseplate. The surgeon decided to aspirate the knee and the patient came back with no evidence of infection. The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.